Event description:
It was reported, during inspection the subject device image had white spots while being used with the video system center. No patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use. [Warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.